Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported that a 49-year- caucasian female who underwent a breast augmentation primary with a 275cc mentor memorygel silicone breast implant experienced bilateral capsular contracture unknown grade, right-sided local reaction, and symptomatic ruptured, and left-sided lymphadenopathy postoperatively. Patients¿ mammogram and sonogram examinations were normal and then patient had a cat scan, which showed the intracapsular rupture, and capsular contracture on the right side, and possibly folding. Patients informed of lung issues with covid, and they see inflammation on the right side but she's not sure if it might be related to device. Also, they see nodule and a lymph node that is inflamed on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on january 30, 2023 indicated that the patient stated that her left side implant was ruptured, and she had done biopsies. The patient underwent bilateral removal without replacements on an unspecified date. Reason for device explant and/or reoperation: surgical intervention, capsular contracture unknown grade, right-sided local reaction, and symptomatic ruptured, this report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).